Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient's pump was in a motor stall for over 24 hours. The patient was admitted to the intensive care unit and a surgeon was going to see the patient on sunday [(B)(6) 2017]. The plan was to replace the pump in the next few days. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. It was further specified that a pump interrogation showed the motor stall. The issue was not resolved, however the patient status was noted to be "alive- no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The pump was returned to the device manufacturer.

Manufacturer narrative:
Analysis of pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Interrogation of the pump found that the pump was being used to lioresal 2,250.0 mcg/ml 686.0 mcg/day. If information is provided in the future, a supplemental report will be issued.